Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges being unable to bring her blood glucose levels down with the pump. Caller reported blood glucose readings up to hi (>600 mg/dl). Caller stated she went to the hospital due to the elevated readings and was admitted and treated with an IV of unknown content for hydration and placed on insulin injections. Caller reportedly was diagnosed with dka and hyperglycemia. Caller reported the doctors have made adjustments and her readings remain high. Doctors allege pump is not working correctly. Requested return of the alleged device for evaluation and replacement was sent.